Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 300 mg/dl, 430 mg/dl and 478 mg/dl. The customer reported that they had performed the high pressure test and in the both first and second attempt there was no alarm and no insulin leaking from tubing. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back up plan. The insulin pump will not be returned for analysis.